Manufacturer narrative:
The device was returned to edwards for evaluation and is pending evaluation. A supplemental MDR will be submitted after receipt of additional information and/or upon completion of the evaluation. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm 2900tfxj aortic pericardial valve, implanted approximately ten (10) years eight (8) months, was explanted due to aortic stenosis secondary to leaflets immobility. The device was originally implanted for aortic valve replacement. The device was explanted and replaced with a 21mm 11500aj valve with no adverse patient events reported. Upon the valve explant, two leaflets corresponding to right and non-coronary cusp had lost their mobilities. Multiple cardiac surgical procedure: tricuspid annuloplasty with a 32 mm 4900t ring at explant. There was no allegation of device malfunction. The doctor commented that this explant was a little earlier than expected. File will be updated.

Event description:
Edwards received information that a 23mm 2900tfxj aortic pericardial valve, implanted approximately ten (10) years eight (8) months, was explanted due to aortic stenosis secondary to leaflets immobility. The device was originally implanted for aortic valve replacement. The device was explanted and replaced with a 21mm 11500aj valve with no adverse patient events reported. Upon the valve explant, two leaflets corresponding to right and non-coronary cusp had lost their mobilities. Multiple cardiac surgical procedure: tricuspid annuloplasty with a 32 mm 4900t ring at explant. There was no allegation of device malfunction. The doctor commented that this explant was a little earlier than expected. File will be updated.

Manufacturer narrative:
Additional manufacturer narrative: the device was returned to edwards for evaluation and is pending evaluation. A supplemental MDR will be submitted after receipt of additional information and/or upon completion of the evaluation. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The cause of the event is likely due to patient factors and progression of underlying valvular disease.

Manufacturer narrative:
H10. Additional manufacturer narrative: h3. Device evaluation: x-ray demonstrated wireform intact and heavy calcification on all three leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 2 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 3 at the outflow aspect. Host tissue overgrowth on the stent circumference was minimal at both the inflow and outflow aspects. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Leaflet 1 had a 2mm non-transmural tear near commissure 2 on the inflow aspect. Calcification was evident at the tear. A serrated mechanical damage mark was observed on the outflow surface of leaflet 1. Sewing ring was cut around leaflet 2. Wireform was exposed on commissures 1 and 3 and metal band was exposed around leaflets 1 and 3 on the inflow aspect. Customer reports of stenosis and leaflets immobility were confirmed through observed calcification. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis.